Manufacturer narrative:
The product was not returned to abbott vascular for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaints reported from this lot. There was no damage noted to the stent delivery system (sds) during the inspection prior to use which suggests a product quality issue with respect to manufacture, design or labeling did not contribute to the reported difficulties. The investigation determined the reported failure to advance, difficulty to remove and stent damage appear to be related to operational circumstances of the procedure. Based on the reported information, during advancement, the sds encountered resistance with the challenging anatomical conditions resulting in the failure to advance and difficulty to move. Manipulation of the sds during retraction likely resulted in the reported stent damages. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was performed to treat a mildly calcified, mildly tortuous de novo right coronary artery that was 50% stenosed. The 3.0x48mm xience xpedition stent delivery catheter failed to cross due to the anatomy. Resistance with the anatomy was also noted during removal. After removal, the distal edge was noted to be flared. A new 3.0x48mm non-abbott stent was used to successfully complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.